Manufacturer narrative:
Investigation of this event is currently in process. A follow up report will be submitted once additional information becomes available.

Event description:
A steris product manager observed damage to a facility's 4085 surgical table. No report of injury or procedural delays or cancellations.

Manufacturer narrative:
Photos and videos were provided to steris engineering for evaluation. After reviewing the photos and videos, it was determined that the type of cleaning agents that the user facility is using are causing corrosion and rust to occur on the table. The chemicals being used are causing a reaction with the aluminum in the table subsequently causing deposits of hardened corrosion. The residue/deposits from the oxidized aluminum are pushing on surrounding materials distorting them. The user facility is using a alphaguard cleaner which has a major ingredient of didecyl-dimethyl-ammonium chloride which reacts to aluminum. The user facility has been advised to stop using the cleaning agent and to follow the steris cleaning recommendations found in the operator manual. A copy of the current cleaning instructions were sent to the user facility. The operator manual states (pp. 1-4), "when cleaning/disinfecting table, thoroughly read the cleaning fluid directions for use and follow all directions and cautions as shown." The structural integrity of the table (load bearing surfaces, connectors and gears) may have been compromised due to the cleaning agents being used on the table. Steris advised the user facility that the table should be replaced.